Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reverted to alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.